Manufacturer narrative:
(B)(4). Date sent: 1/11/2024. D4 batch #: unknown. Investigation summary per service manual operational and diagnostic analysis did not confirm the reported failure of the ground resistance test. The unit passed all functional tests and is fully operational. No further investigation will be conducted on this complaint. The device history records were reviewed and certed by external manufacturing that the manufacturing criteria were met prior to the release of the equipment. The certificate records are accessible through external manufacturing. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that when running the unit through an electrical test after receiving back from repair it was found that the unit failed the ground resistance test, the reading was high.